Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.